Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient came into the office (B)(6) 2012, complaining that he had significant left groin pain for the previous (B)(6) months. The x-rays showed that the patient's acetabular cup had loosened and had migrated.